Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized prior to death. The cause of death was an acute myocardial infarction. It was reported the patient was at home and experienced an acute myocardial infarction then subsequently patient passed away (at home). It was not reported if pd therapy was ongoing until the time of death or if the patient was connected to the hc device. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.